Event description:
Patient underwent a craniotomy with calverial bone graft, mesh and bone cement in (B)(6) 2012. The patient experienced swelling of the head and was returned to the operating room on (B)(6) 2012 for removal of the bone cement and the mesh. Surgeon revised the patient to new mesh but did not replace the bone cement. This is 1 of 2 reports for this event.

Manufacturer narrative:
Inplant date approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.